Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services reported that the baton had a short in the cable / the pin was not making a connection; the image was cutting in and out. The baton has been replaced and the returned device was scrapped. Additional part used: glidescope avl monitor, catalog: 0570-0314, sn: (B)(4). This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 1-2, the baton had a short in the cable or a pin was not making a connection. No delay in the procedure was noted although the use of an unknown back-up device was reported. No harm to patient or user was reported.